Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible products: lot 44468isp manufactured 5/2006, exp 6/2011, lot 44549isp manufactured 6/2006, exp 7/2011. Conclusion: the product upon which, this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International customer reported that a tear was found in the drain one day following initial placement. The drain was cut at the tear and reconnected to a reservoir. There was no adverse consequence to the patient. The nurse used a milking roller on the drain prior to the event.